Event description:
It was reported that a pump issue occurred where the device indicated bolus was not administered even though there was still active insulin. There was no reported impact to the customer¿s blood glucose level due to this issue. No action or additional information was available regarding the outcome or resolution of the event, and the pump was not under warranty.